Manufacturer narrative:
The device serial number was not provided; therefore, the approximate age of device could not be calculated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad produced low voltage alarms accompanied by no external power alarms. The submitted log file was reviewed by the manufacturer¿s technical services and confirmed the low voltage alarms that appeared to be related to the mobile power unit (mpu) locking ac power cord accidently coming loose no clinical symptoms were reported. Additional information was requested but not provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of no external power and low voltage alarms, a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller log file captured transient no external power and associated low voltage hazard alarms on (B)(6) 2018 at 09:51:45 pm and on (B)(6) 2018 at 10:45:38 am, while the system controller was connected to a mobile power unit (mpu). The associated voltage levels suggested that the power to the mpu was lost. This event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system controller's backup battery powered the pump during all the observed no external power events. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The mpu was not returned for investigation. Multiple requests for additional information regarding the event, including the mpu serial number, were issued to the customer. No further information was provided. The manufacturer is closing the file on this event.